Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged the following information was received by the initial reporter with the following verbatim: it was reported by the customer that basically, an iron product was hanging on a secondary tubing set and saline in the primary line. The pump correctly pulled the iron product but some of the product back primed into the primary saline bag. When the rn entered the room there was visible iron in the bottom of the primary saline bag. I am unsure if it is a primary tubing issue or a secondary tubing issue.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed

Manufacturer narrative:
It was reported by the customer that the medication was backflowing into the primary infusion bag. One sample of material number 2420-0007 and an unknown bd secondary set was submitted for quality evaluation. Visual examination was conducted on both sets that were submitted an there was no indication of damages or abnormalities. The primary set was then primed with water, and the secondary set was primed with water with blue color dye. The sets were then connected and a simulated infusion was conducted at rate of 125 ml/hr. Immediately as the simulated infusion was started it could be seen that the backcheck valve on the primary set was allowing for the fluid from the secondary to back flow into the primary bag. The customer complaint of flow issues - backflow was confirmed. Investigation was forwarded to the back check valve manufacturing facility. Initial visual inspection of the returned check valve showed no particulate detection or other non-conformities. The returned check valve was tested on an offline backflow tester and backflow was observed. The check valve was then disassembled and analyzed for particulates. Under microscopic evaluation two particulates were discovered. These particulates were then sent for ftir testing for material identification. Results from the ftir testing showed that the particulates were identified as acrylic resin consistent with the material used for the housing component. The backflow failure was determined to be caused by 2 particulates, identified as acrylic resin consistent with the material used for the housing check valve component. A pilot study to investigate further possible points of particulate introduction to the assembly. Results from this study will aid in appropriate actions to reduce backflow from particulates. A device history record review for model 2420-0007 lot numbers 24066763, 24066827, 24066828, 24066829, 24066875 and 24066876 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.